Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/09/2025, a sales representative reported via email that a patient previously had a troch fracture stabilized and reduced using a troch nail and lag screw. The patient returned for a follow-up on (B)(6) 2025, and lateral migration of the lag screw was observed. No further information was provided. Additional information has been requested on 05/30/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant. The complaint allegation was confirmed based on the customer¿s attached image, which shows the lag screw had moved backward from its intended position.